Event description:
It was reported that when the feeding tube was being inserted into the bladder, the tip kinked and the tube could not be removed from the patient. Patient was taken to operating room for removal of the tube under anesthesia. Removal required a cystogram and cystoscopy. No damage was noted to the urethra and the patient was discharged home.

Manufacturer narrative:
No product was received for evaluation, however, the lot number was provided by the reporting facility. DHR review for corporate lot no. Nguj1845 for product catalog no. 0036410 (infant feed tube 15 in. X 8 fr.) Did not show any rejects for qa random visual inspection. The finished product met all specifications prior to being released for general distribution. According to iu/ha (intended use/intended purpose and hazard identification) for feeding tubes per (B)(4), the tube is designed to deliver feeding products to the patient, feeding substances and/or medicines may be deliver to the patient via the tube, and the tube should be placed by trained medical professionals. Based on the iu/ha, the product was used off-label. The hospital will be notified of the off-label usage. (B)(4).